Event description:
Rn priming nelarabine for patient administration. When removing the tubing from the alaris pump the alaris pump infusion set broke at the top portion of the "pump segment". Rn was splashed with chemotherapy but was wearing all personal protective equipment (ppe) including gloves, gown and glasses. Only area of contact to skin was on their scalp, where a small drop splashed on top of their head. Rn immediately contained the chemotherapy bag and tubing and reported the incident to manager. Chemo spill kits were used to contain the chemotherapy on the ground and prevent any further spread of the drug. Manager then escalated the incident to ambulatory site management and began steps to have appropriate support staff come and clean up spill. The tubing on the bd alaris pump infusion set (3 smartsite y-sites) at the pump segment portion broke free from the upper pump segment fitment when being removed from the pump after priming. The rn gently pulled down and out on the tubing below the safety clamp to unclip the tubing from the alaris pump (to manufacture specifications). When doing so, the top of the pump segment tubing broke free from fitment. Another set from a different lot was assessed on site and the tubing did not come loose even after excessive stretching and pulling. There was no patient involved. There was no detectable harm.